Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 09/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Device history lot ==> "a manufacturing record evaluation was performed for the finished device lot number qemejb and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: can you please provide the procedure date? Response: hcp unable to recall.. Can you please provide the lot number? Response: qemejb. Can you please confirm what was used to complete the procedure? Response: surgeon completed the closure with a new suture from the same box.. Can you please describe what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue ¿)? Response: surgeon pulled out the dislodged suture and continue the closure with another new suture from the same box.. Can you please describe what is the current condition of the patient? Response: surgeon cannot recall. But there is no impact on patient¿s recovery. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an unspecified laparotomy procedure on an unknown date in 2021 and suture was used. The needle dislodged from the suture during closure. A new like device was used to complete the procedure and there were no adverse patient consequences. Additional information was requested.